Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple stations were affected, and patient information was not shown. A technical support specialist (tss) dialed into the carefusion coordination engine for all zones and found it kept losing remote connection every few minutes. During the cce monitoring a tss started and stopped the interfaces and found that the carefusion coordination engine services were running with all epic host connections, and messages were processed to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient information was not showing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.